Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that atrial and ventricular leads exhibited over sensed noise. No intervention was performed, and leads are being monitored. Patient condition was stable.